Event description:
This case was reported by a consumer and described the occurrence of fall in a (B)(6), female, patient, who received super poligrip original denture adhesive cream (B)(4) and super poligrip free denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included diphenhydramine hydrochloride (benadryl), loratadine (claritin), folic acid, oestradiol (estradiol), lisinopril and omeprazole (prilosec). Concurrent conditions include depression and hypertension. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced fall, inability to walk, neuropathy, burning finger, numbness fingers, finger pain, burning sensation in extremities, numbness in hand, hand pain, burning sensation, numbness of upper extremities, arm pain, pain, worsened depression, pneumonia, edema, pind and needles, burning foot, numbness toe, toe pain, numb feet, foot pain, legs burning, leg numbness and leg pain. The patient was hospitalized. The patient was treated with trazodone, duloxetine (cymbalta), aripiprazole (abilify), bisacodyl (dulcolax), oxycodone hydrochloride (oxycontin), percocet, frusemide (furosemide) and gabapentin (neurontin). At the time of reporting, the events were unresolved. Treatment with super poligrip free was continued. At time of reporting, the events of burning sensation of the fingers, hands, arms up to elbows, toes, feet, and legs up to knees have resolved. The other events remain unresolved. The purpose of this contact was to inquire about the television commercial discussing super poligrip. The consumer spontaneously mentioned that she had been hospitalized and diagnosed with neuropathy and that she was a user of super poligrip. The following information was solicited from the patient upon further questioning. She had been using super poligrip original prior to the occurrence of the events. She reports that in (B)(6) 2007, she was hospitalized because she kept falling down. She also reported that she was experiencing a sensation of someone putting pins in her, her fingers, hands, arms, toes, feet and knees having a burning sensation, a numb feeling and pain. She reported that she could not walk and was confined to a wheel chair. The consumer was unsure of her dates of hospitalization or of how long she was hospitalized, estimating approximately one week. Upon discharge from the hospital, she was transferred to a nursing home, then a group home and then has to be readmitted to the hospital due to pneumonia. Once again, the consumer was hospitalized for approximately one week. Upon discharge from the hospital, the consumer was transferred to a nursing home, received physical therapy and regained the ability to walk. She now walks with a cane. The consumer reports that she is in constant pain, now has edema and her depression has worsened. Super poligrip is manufactured in (B)(4). The lot number for super poligrip original is unknown. The lot number for super poligrip free is known. It is unknown whether the product(s) will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
Additional lot #x08341.